Manufacturer narrative:
The following fields were updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 20-dec-2022. H.6. Investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one sealed 22g x 1.00in insyte autoguard unit from lot number 2054957. Through the visual inspection black specks of foreign matter were found embedded in the needle safety cap. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. The material was determined to be burnt particulate resin (non-foreign). The black specks were most likely created as part of the molding process. Burnt imbedded resin specks result from material build up in the barrel/screw. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in there was foreign matter in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: dirt in the needle cover.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in there was foreign matter in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: dirt in the needle cover.